Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the pcba (printed circuit board assembly); no issues were observed. Extended investigation has also been performed. Performed an internal visual inspection on the returned sensor pcba (printed circuit board assembly); no issues were observed. No signs of smoke, fire or electric shock were observed. The returned sensor battery was intact and no damage was observed. The returned battery voltage was measured to be within specification range. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. The sensor battery produces voltage that is insufficient to produce an electric shock. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports an electric shock from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports an electric shock from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.